Manufacturer narrative:
The pt was stable and would return to the unit for his regularly scheduled treatment. No pt injury or medical intervention required. The facility's biomedical tech replaced the d1 flowmeter since she was unable to clear the alarm #300: "d1 flowmeter failure". A gambro technical svcs (gts) field rep inspected the machine. As a precaution he recalibrated the d1 and d2 flowmeter and p2 pump; he performed ultrafiltration pump autocalibration and completed a t1 test. He completed a total ultra filtration accuracy test and a mass balance test. All the test performed were within MFR's specs. The machine returned to svc and no further reports of fluid removal issues with this machine.